Event description:
It was reported that this right atrial (ra) lead was dislodged. The patient reported feeling lethargic prior to their procedure. X-ray confirmed both leads were pulled back. Lead revision was completed. No additional adverse patient effects were reported.